Event description:
It was reported that the pt presented with an infection. It was reported that the implants had originally been installed (B)(6) 2011. In (B)(6), it was reported that the pt's wound was leaking and antibiotics were administered. In (B)(6), it was reported that the surgeon changed the poly and washed the site.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.